Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a pressure sore under the front left ECG electrode. There is no alleged device malfunction. The patient's physician prescribed a cream for the sore. Follow-up indicated that the pressure sore was improving.